Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged belief that the insulin gauge displayed an inaccurate fill estimate value. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no reported impact to the customer's blood glucose.